Event description:
The customer's spouse reported via phone call that the customer passed away on (B)(6) 2015 at home. The official cause of death was unknown. The customer's blood glucose was 205 mg/dl at the time of death. The caller reported the customer had many illnesses prior to their passing. It was reported the customer had heart disease and no pancreas. The caller also stated the customer required a pacemaker for assistance. The caller reported the customer used sensors, but it was unknown if the customer was wearing one at the time of death. It was also unknown if the customer was wearing the insulin pump at the time of their passing. The caller refused to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.